Manufacturer narrative:
Investigation summary: the actual sample was provided for this complaint. This is the twelfth instance of this failure mode with this lot number, the actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. . Additionally representative samples were provided for the purpose of aiding our quality engineer's investigation, of the 39 returned devices returned, two sample failed leakage testing. The most likely root cause for this event is aging of the septum of the device due to high heat exposure during transport or storage of the device. Bd has contacted the shipping company and established additional protocols for shipping and storage to increase the protection for purchase devices. Bd apologizes for any inconvenience your facility may have experienced as a result of this complaint and will continue to track and trend for this issue investigation conclusion: investigation results concluded the aging of the septum caused the septum slit hole to not close. Root cause description: due to the nature of transporting the devices the devices may be exposed to high temperatures, and to direct sunlight during the airport waiting process. These conditions can cause the septum to age or decrease in elasticity. This can cause the split hole to not close completely when the needle is withdrawn.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system was leaking at the septum. There was no report of exposure, serious injury or medical intervention.